Event description:
Patient #7 was implanted with the syncardia temporary total artificial heart (tah-t) on (B)(6) 2012. He was discharged to home, supported by a portable freedom driver, on or about (B)(6) 2013. The customer reported that on (B)(6) 2013, after 264 implant days, the patient reported that his left cannula had an air leak from a small tear near the end where the cpc connector connects the cannula to the driveline. The customer also reported that the patient came to the hospital the next day. The cannula was repaired by cutting off the end where the tear was located, and then the cannula was re-inserted into the cpc connector. A wire tie was applied to secure the cannula and the cpc connector, and then the cannula was wrapped. There was no adverse impact on the patient, and the patient was discharged to home the same day. The customer also reported that it is possible that the patient moved a lot and did not pay attention to protect his cannulae.

Manufacturer narrative:
As of (B)(4) 2013, patients out of 1161 syncardia tah-t patients have reported cannula tears, for an occurrence rate of 2.06%. Syncardia requested that the tah-t can cannulae be returned to syncardia for evaluation after the patient has been transplanted. Syncardia initiated a corrective action (CAPA) to investigate the root cause of the tah-t cannula tears. The investigation is in process. The results of the investigation will be provided in a supplemental MDR.